Event description:
Customer stated the device displayed a different code than what was printed on the device code key. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.